Event description:
Pt underwent bariatric surgery in 2000 for morbid obesity. Developed symptoms of gi bleed on the event date, including falling hematocrit and bloody stools. Peri-strips dry was used to butress the jejunal-jenunal (j-j) anastomosis but the surgeon did not oversew the butress as is usual procedure when not using peri-strips dry. No surgical intervention reported. Pt received non-blood fluid to support urine output.